Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera gastrointestinal videoscope having poor and water supply. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, amount of air supplied insufficient due to clogging of the air/water nozzle, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, curved pipe deformed, scratches on the insertion tube, curved rubber adhesive missing, air and water nozzles are clogged and the draining function reduced, foreign object inside the nozzle, scratches found on the tip cover, grip not watertight, scratches found on the grip, discoloration of the objective lens, scratches found on the operation part, discoloration of the operation part, scratches found on the insertion part corrugated tube oredome, scratches found on switch 1, scratches found on the switch box, suction cylinder scraped, operation part cover surface came off, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, scratches found on the right/left knob, forceps plug cap scraped off, scratches found on the universal cord, wrinkles observed in the universal cord, scratches found on the operation part side oredome of the universal cord, scratches on the scope connector side of the universal cord, water coverage recognized on the electrical connector, scratches found on the scope connector, scope connector discolored, scratches on the right/left angle fixing knob, peeling of the paint recognized on the air/water supply cylinder, and paint peeling on the suction cylinder. The faulty parts were replaced, and the device was returned to the user facility. The subject device was returned to olympus for device evaluation and investigation confirmed the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. The investigation stated that since the subject device was not sent to the legal manufacture for detail investigation, the information provided was that the foreign material existed inside the nozzle, could not specify what the foreign material was. Also, it was confirmed the scope nozzle had no deformation, and confirmed that the customer implemented the reprocessing in an appropriate way. Therefore, the investigation could not specify with the acquired information the cause of the remaining foreign material. Olympus will continue to monitor field performance for this device.